Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that both impactors were cracked during tray assembly in spd. Unknown as to when damage occured. On 18 oct 2017 upon evaluation of the returned devices; 254501006/au3654033-broken-material/piece missing; 254401006/au3704961-cracked/no breakage or material missing.

Manufacturer narrative:
Additional narrative: it was reported that both impactors were cracked during tray assembly in spd. Unknown as to when damage occured. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.